Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer indicated via phone call that the transmitter is not blinking when connected to the sensor. Customer's blood glucose at the time of the call was 100 mg/dl. Troubleshooting found that the sensor cannula is bent. Troubleshooting advised customer that a replacement sensor would be sent.